Manufacturer narrative:
No pt injury was reported. Migration is labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Migration of the complaint device resulted in disconnection at the contralateral gate. The iliac leg was likely dislodged during deployment of the mainbody extension or while manipulating the coda balloon. With the info provided, there is no indication at this time that a design or process induced failure of the complaint device resulted in migration. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for the procedure and it was conducted as labeled. When ballooning for the contralateral leg graft using a coda, the physician had a hard time to move the coda down to the distal side even it was completely deflated, but it was solved by moving it proximal side once. The final angiography confirmed the proximal type I endoleak. It was solved by additional placement of a mainbody extension right below the renal arteries, but after this, the contralateral iliac leg graft's complete detachment from the mainbody limb. Thus the physician placed an additional iliac leg graft to bridge the limb and the migrated leg graft. The pt was doing fine after the procedure.